Event description:
A us distributor reported that a patient was experiencing check therapy electrodes and "add gel" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages/add gel messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was broken, damaging the rear pulse wire solder joint in the dn causing the "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.